Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/28/2016 with the following findings: there were multiple occlusion alarms observed in the black box; the force at time of the occlusions was high. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed that sensor was detecting the correct force. The pump was exercised for 24 hours with no occlusions occurring.